Manufacturer narrative:
H10: two samples were received for evaluation. An unaided visual inspection was performed and a small droplet within the cap of the spike was observed. Functional testing was performed which revealed a thin film of silicone on the surface of the spike on each sample that appeared as a small droplet with the cap installed. The reported condition was verified, however, this issue was not considered a defect as medical grade silicone oil is required by these products during the manufacturing process for proper assembly and functionality. The devices met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: medical grade silicone oil is a required component that is used in the assembly of this product during the manufacturing process to provide a lubricious and/or hydrophobic coating. There is no hazard or failure mode associated with excess silicone in the packaging. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the non-vented high-volume inlet had a "droplet within the cap of the spike." The issue was identified before use. There was no patient involvement. No additional information is available.